Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they had been having problems for the last 2-3 months, where the ins was not working for the patient at all anymore. Then, about 7-10 days ago, they could not get the patient's programmer (pp) to connect with the ins. Troubleshooting had included trying new batteries, but that did not change anything. It was noted that they had tried syncing with the pp against the patient's skin, without the antenna. They were not sure if the patient had an antenna; they did not see it when they were with them. Further troubleshooting was not possible at the time of the call as the caller was not with the patient; it was noted that the patient was in a nursing home. However, they stated that they would look for an antenna and try that next time, and that they would call back if they needed assistance with troubleshooting. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The implantable neurostimulator (ins) not working issue was clarified as the patient is (B)(6) years old and has a lot of unrelated health issues. Patient has been wearing adult diapers for a long time; even after the implant, the patient felt like they were wet all the time. Consumer was not there at the implant surgery with the patient therefore, he missed on the instructions on how to use the device and change programs, etc. The reason for calling the call center was to receive assistance and to figure out how to use the device and resolve the communication issues. The consumer did look at the manuals too and got most of it down, but there is still so much that can be done with the devices/programming. As a result of the event, the consumer programmed patient and they feel a little better. Patient has an upcoming appointment with the doctor on (B)(6) 2017 to further look into it, but the consumer is not sure what else can be done since patient is old and has a few other health issues. Consumer said the doctor will probably refer them back to the device manufacturing company for additional programming. It was suggested to the consumer to have the doctor's office request a manufacture representative (rep) to be present at the appointment. No further patient complications have been reported as a result of this event. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.***